Manufacturer narrative:
This supplemental report is being submitted to correct the verbiage in b5 as patient 2 was referenced twice. The correct statement should read" that patient 1 was also notified about the events."

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed with an olympus borescope on the returned device and found scratch marks on the outer walls of the channel from the bending section side. Also, multiple kinks were noted inside the channel from the biopsy port side. Around the entry way of the bending section area there was evidence of debris due to the scratch marks inside the channel. The suction channel was checked and no visible signs of kinks, marks, or foreign substances found. During the inspection of the scope there was no evidence of tissue inside the channels. Additionally, the scope¿s image was inspected and found to be normal. The scope past the leak test. Based on the evaluation there was no signs of foreign tissue inside the scope's channels. The cause of the scratch marks inside the instrument channel is due to a sharp object coming in contact with the channel during use. The mishandling likely happened when the user used a metal instrument improperly.

Manufacturer narrative:
The device was returned to olympus and is pending evaluation. The cause of the reported event cannot be determined at this time. A review of the instrument¿s history revealed the scope was returned for service on november 16, 2018 due to a broken air/water button.

Event description:
Olympus was informed that the during an esophagogastroduodenoscopy (egd) procedure, a 1 mm piece of dried tissue or foreign material from a previous patient was pushed out the scope¿s instrument channel with forceps and fell into a second patient. The physician attempted to obtain the foreign material with the forceps and immediately removed the scope patient. When the scope was removed, no foreign material was found to be in the forceps. The forceps did contain a small amount of blood mixed with mucus. The forceps were then wiped with gauze to obtain any remainder of the material. The scope was flushed with sterile water. No foreign debris was found. The scope was flushed, the brush tips that were used to clean the channel as well as the gauze used to wipe the forceps were sent to an off-site laboratory for dna testing. The user facility reported that post procedure a micro-camera was used to visualize the inside of the scope¿s channel for any defects of bioburden. Inside the control body approximately where the insertion tube boot attaches to the grip, the facility¿s staff observed severe buckling and believed that could it conceivably trap bioburden. In addition, during a follow up appointment patient 2 was notified about the retained material observed on the scope during the procedure and the damage noted on the scope. Patient 2 was also notified of the events that occurred. Both patients had baseline serologies drawn and tested negative for any infection indicating a successfully response to the vaccine provided. Dna testing on the sterile water flush, the brush tips and the gauze is still pending with expected results in 4 weeks.

Manufacturer narrative:
This supplemental report is being submitted to correct sections a2, b3 and d10 (date returned to manufacturer) and update sections a1, a2 (date of birth).